Event description:
It was reported "the pt had a primary surgery a half year ago however it was found that the blocker, the screw, and the rod were dislocated at c1. In 2005, the pt had a revision surgery.